Event description:
Procedure: partial colectomy w/ colo-anal anastomosis. Reportedly, the stapler handle would not close when instrument was applied to tissue. The surgeon did not feel comfortable using the loading unit so another load was loaded into the device and the stapler did the same thing. The surgeon stated "that she may possibly have had too much bowel" in instrument. Another device was used to complete the provide without any injury to the pt.